Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown scorpio 2/11 mm cr insert. An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
Reported event: an event regarding revision due to instability involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no product was returned for evaluation. -medical records received and evaluation: not performed as no medical records were provided. -device history review: DHR review was satisfactory. -complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Dr. Reports patient a status post right total knee done (B)(6) 2013 was complaining of pain and instability. Dr. Planned to revise the knee using a thicker insert. The insert was verified as a 2/11mm cr. After trialing a 2/13mm cs he felt that gave the patient the better stability through the range of motion. The implant was impacted into the baseplate and the surgical site was closed. The exchange was performed without incident.

Event description:
Dr. Reports, patient a status post right total knee done (B)(6) 2013 was complaining of pain and instability. Dr. Planned to revise the knee using a thicker insert. The insert was verified as a 2/11mm cr. After trialing a 2/13mm cs he felt that gave the patient the better stability through the range of motion. The implant was impacted into the baseplate and the surgical site was closed. The exchange was performed without incident.